Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) arrived to the health care facility after experiencing a syncopal episode. Upon presenting to the health care facility the patient was in asystole of over two seconds with a heart rate of 20 which required transcutaneous pacing to be performed. Analysis of the system was performed. A sam episode was found to be recorded. After this a lead safety switch happened due to the recorded episode and high out of range impedance measurements. Furthermore a pacemaker mediated tachycardia episode was found after the sam episode. The patient was hospitalized in order to replace the right atrial (ra) lead. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) arrived to the health care facility after experiencing a syncopal episode. Upon presenting to the health care facility the patient was in asystole of over two seconds with a heart rate of 20 which required transcutaneous pacing to be performed. Analysis of the system was performed. A sam episode was found to be recorded. After this a lead safety switch happened due to the recorded episode and high out of range impedance measurements. Furthermore a pacemaker mediated tachycardia episode was found after the sam episode. The patient was hospitalized in order to replace the right atrial (ra) lead. This device remains in service. No further adverse patient effects were reported.